Event description:
Boston scientific received information that the right atrial (ra) lead exhibited a history of increase pacing impedance measurements greater than 3,000 ohms. The ra lead was programmed off. It was also reported that an inappropriate anti-tachycardia pacing (atp) scheme occurred as a result of noise on the right ventricular (rv) rate/sense lead. The rv rate/sense sensitivity was to be programmed to least. It was later reported that two electromagnetic interference (emi) episodes resulted in oversensing and atp were observed. After the emi resolved, undersensing was observed. The ra lead exhibited noise due to a compromised lead. No further information was available.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.